Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture" diagnosed via mammogram. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b5, b6, b7, d6b, h6.

Event description:
The device has been explanted and replaced.

Event description:
Description of event/problem: healthcare professional reported right side "rupture" diagnosed via mammogram/ultrasound. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. ¿ crease / folding of implant: observed creases on device. As per the investigation procedure, deformation and crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.